Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that, the patient experienced cannula issues with 2 infusion sets. The cannula of one infusion set was kinked. The cannula issues were reported in the abdomen for both events. The cannula issues were reported on 26-mar-2024 and 16-apr-2024. The patient took a correction injection via mdi to address the high bg. The patient replaced the infusion set and successfully resumed insulin. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
MDR 3003442380-2024-06861 - device 2 of 2.